Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the manufacturer representative had to reprogram the scs. It took a while to hit the correct settings. Every once and a while the scs would cease to give the patient relief. The pain was unbearable. It was like their "brain 'wises up' to the stimulation" and ergo stopped giving the patient relief. It was reported that the patient's symptoms had been resolved. The patient had a new current hcp and reported an implant date of (B)(6) 2008.

Event description:
Information was received from a patient and a who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had a return of symptoms. The device wasn&#38176;working and she could feel stimulation, but the therapy was no longer effective for her pain for about the past 7 days. This was reported as a sudden change in therapy/symptoms. The patient was implanted on (B)(6) 2016. The patient was scheduled for a reprogramming session at her health care provider's office on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.